Event description:
White smoke emitted from the back of the bed. The relative humidity relay on the relay board failed. During a phone conversation, ge states that they have a bad lot of relay boards.